Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen became unresponsive and began to flicker. Reportedly, the customer went into water while still connected to the pump. Customer had elevated blood glucose levels (400 mg/dl). Customer delivered a correction bolus to stabilize blood glucose levels. It was indicated that the customer would obtain back up syringes for continued insulin therapy.